Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of device malfunction was not confirmed in the laboratory. Review of the trend data indicated out of range impedance measurement. The device was tested in laboratory and no anomaly was detected.

Event description:
It was reported that the device malfunctioned. The device was explanted.